Manufacturer narrative:
Additional information was provided that indicated there was no patient present at the time of the event.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts performed accuracy testing and were unable to confirm the customer's reported issue. Accuracy testing revealed all results to be within the published specifications of +/-6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump failed the volume test. There was no patient involved.